Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced to the end of the tip. The trailing haptic is folded in on the optic. The leading haptic is extended outside the tip. Product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic was not provided. It is unknown if a qualified product was used. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. A straight leading haptic was observed. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was faulty. The timing of the event and patient impact are unknown. Additional information has been requested.